Event description:
It was reported that a device embolization and hypotension occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was released. Within an hour post implant, transesophageal echocardiography (tee) revealed that the closure device embolized to the ventricle. The patient experienced hypotension as a result of the embolization of the closure device. The closure device was explanted with bioptomes, and a new 27mm watchman flx laa closure device was implanted successfully with a compression of 16 to 26 percent. No further patient complications were noted, and the patient was discharged home.

Event description:
It was reported that a device embolization and hypotension occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was released. Within an hour post implant, transesophageal echocardiography (tee) revealed that the closure device embolized to the ventricle. The patient experienced hypotension as a result of the embolization of the closure device. The closure device was explanted with bioptomes, and a new 27mm watchman flx laa closure device was implanted successfully with a compression of 16 to 26 percent. No further patient complications were noted, and the patient was discharged home. It was further reported that the closure device embolized to the left ventricle. It is believed that the closure device may have been pushed out by pectinate found at the bifurcation. The date of discharge is unknown, but the patient stayed overnight following the procedure.

Manufacturer narrative:
B5: describe event or problem - updated b7: other relevant history - updated.